Event description:
Additional information was received indicating that the reported high impedance condition of the vns patient¿s device was invalid. High impedance was not observed and the event was reported by an individual with a limited understanding of vns. The patient¿s device was tested on (B)(6) 2014 and lead impedance was found to be within normal limits.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently did not provide the correct event date. Brand name; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Type of device, name; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Model #, serial #, lot#, expiration date; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Operator of device; corrected data: the previously submitted MDR inadvertently did not provide the correct operator of the device for the event. Device manufacture date; corrected data: the previously submitted MDR inadvertently did not provide the correct suspect device for the event. Evaluation codes, conclusions; corrected data: the previously submitted MDR inadvertently did not provide the correct conclusion coding for the event.

Event description:
It was reported that the recently implanted vns patient¿s device was tested during an office visit on (B)(6) 2014 and system diagnostic results revealed high impedance. No known surgical interventions have occurred to date. No further information relevant to the reported high impedance event has been received to date.